Event description:
Sorin group received a report that the s3 roller pump experienced intermittent pump creep. No patient injury was reported.

Manufacturer narrative:
A follow-up report will be submitted with the manufacture date. Sorin group (B)(4) manufactures the s3 roller pump. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Please note that this MDR is being filed late due to a recent change in sorin group (B)(4) medwatch reporting criteria and subsequent review of past complaints to the new criteria. Sorin group received a report that the s3 roller pump experienced intermittent pump creep. No patient injury was reported. A sorin group field service representative went to the facility and replaced the pump's speed potentiometer. Subsequent testing found no problems. The removed potentiometer was forwarded to sorin group (B)(4) for further investigation. No problems could be found. The potentiometer was sent to the supplier for further evaluation. Electrical testing and inspection of the internal components under magnification revealed no issues. No abnormality was found. Without the ability to reproduce the problem, the root cause could not be determined. Although the problem could not be reproduced, the potentiometer has been scrapped as a safety precaution. No further action is deemed necessary.